Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed and was not being detected on the bus. The customer attempted to reboot the device and performed the following steps, but the issue persisted: they shut down the station by unplugging the power cord from the back of the station and waited for 10 minutes. After reconnecting the power cord, the customer attempted to recover the drawer again, but the drawer was still failing and could not be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.